Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message during a case. The event occurred towards the end of the case, so the case was completed without pt impact. No samples were retained for eval.

Manufacturer narrative:
The facility called in to technical services and reported receiving a system message and that the fluidics area was damp. Per the nurse, the system worked fine after it dried out. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. There was no sample returned for eval, and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).